Manufacturer narrative:
Investigation: the device history records (DHR) were reviewed for this lot. There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. Investigation is in process. A follow-up report will be provided.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. There was not a transfusion recipient or patient involved at the time of the residual white blood cell (rwbc) testing, therefore no patient information is reasonably known at the time of th event. The platelet collection is not available for return because it was discarded by the customer.

Manufacturer narrative:
This report is being filed to correct information. Investigation is in process. A follow-up report will be provided.

Manufacturer narrative:
This report is being filed to provide additional information. Investigation: the run data file (rdf) was analyzed for this event. Root cause: rdf analysis did not show a conclusive root cause for the higher than expected wbc contamination in the platelet product reported for this collection. The procedure was event free, with no alerts, adjustments, or changes in pump speed that could have caused wbcs to escape the lrs chamber. Based on the available information, it is possible though not conclusive, this failure may be donor related.